Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead reportedly endured an unwitnessed fall and suffered a stroke. During the same time, ra pacing impedance measurements increased to greater than 2,500 ohms. No capture or sensing was observed in bipolar or unipolar configurations. A revision procedure was to be scheduled. No further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.